Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. As the device was confirmed to be discarded and not returned for additional evaluation or investigation, a definitive root cause could not be established for the catheter migration. Per the instructions for use of the device, a known possible risk for the intrathecal catheter is migration. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending additional follow-up information and device history record review. Internal complaint number: (B)(4).

Event description:
Per follow-up on related MFR 3010079947-2020-00285, agent reported a prior catheter revision because the, "cath moved down, cath tip was moved to a higher level for pain control purposes."